Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the display was black, the upper casing was broken, the electrocardiogram (ECG) cable insulation was broken, and the left hinge was broken. As a result the display cable, lower case, hinge and ECG cable were replaced. (B)(4).

Event description:
It was reported that there was a black screen when the programmer was turned on. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.